Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patients lead implant was not providing benefit of coverage, and the ipg site became more bothersome and superficial due to an intentional weight loss. The buttocks showed an abnormal appearance wherein ipg site tender with palpitation and superficial placement. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.